Manufacturer narrative:
The calibration was last performed on (B)(6)2024 and it was acceptable. The alarm trace showed multiple sample foam detection and sample probe (abnormal aspiration) alarms and a couple of abnormal aspiration (sample pipetter) alarms. This was consistent with an indication of possible poor sample quality. The field service engineer checked the instrument and found no issues with the instrument. There is no indication of a performance issue with the reagent or the instrument since the qc was within range. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The tnt-g5st reagent lot number was 742801. The expiration date was not provided. Qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with elecsys troponin t gen 5 stat (tnt-g5st) assay on a cobas e 801 analytical unit. Initial result: 19.7 ng/l. The physician questioned the initial result and requested the sample to be repeated. The sample was repeated twice and both repeat results were < 6 ng/l (accompanied by data flags).